Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with episodes of undersensing and inappropriate storage of atrial fibrillation episodes on their implantable cardiac monitor. No intervention was reported. The patient was stable throughout.